Event description:
The event was received through literature article "device closure of residual shunt after percutaneous closure of patent foramen ovale" published in eurointervention 2010. It was reported that the physician implanted a 25mm helex septal occluder on (B) (6) 2005 to close a 12.8mm patent foramen ovale. A moderate residual shunt was noted during a follow up visit. On (B) (6) 2006, a reintervention was performed and a 25mm occluder was implanted thereby closing the defect with no procedural complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device was released in accordance with gore's quality system requirements. The device remains implanted so no engineering evaluation could be conducted. Majunke n, wallenborn j, baranowski a, wunderlich n, sievert h. Device closure of residual shunt after percutaneous closure of patent foramen ovale. Eurointervention 2010;5(7):833-837.